Event description:
It was reported that during the procedure the implantable cardiac monitor (icm) exhibited noise and oversensing of t waves. The icm was remained implanted. The patient was stable throughout the procedure.